Event description:
It was reported that a pt had a vena cava filter implanted nearly seven mos ago without any incident. Two weeks ago, the pt went to a different hosp to have the filter removed (unk reason). The physician did a cavagram and determined that there was a cephalad migration of 2-3 cm and an arm and leg were found to be superior to the apex of the filter. There was a significant tilt to the right side of the ivc. He did not remove the filter, and referred the pt back to the implant hosp. The implant physician reviewed the images and chose not to remove the filter at this time. No pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter remains implanted, so a sample eval could not be performed. Based on the info rec'd the results of the investigation are inconclusive and the root cause is unk. It is unk if pt or procedural factors contributed to this event. The current IFU (info for use) for this device states the following: migration of filters to the heart or lungs have also been reported in association with improper deployment. Deployment into clots, and/or dislodgement due to large clot burdens. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a pt who is at risk of pulmonary embolism without intervention.